Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: there was no damage observed to the keypad. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and contamination was observed under the up, down and contrast button contacts. Unrelated to the complaint, the display was found to be faded and discolored; changing the pump contrast settings to maximum showed no improvement. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the keypad buttons were intermittently unresponsive. The reporter stated the down arrow on pump was sticking and required multiple button presses to get the pump to respond. There was no recent trauma to pump or exposure to moisture. The reporter stated that the pump fell from a pocket occasionally. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.